Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation:

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized. Upon follow up with the patient's nurse, it was reported that stated that the cause of the patient's hospitalization was peritonitis. The patient was admitted on (B)(6) 2018 and discharged on (B)(6) 2018. The patient's fluid was positive for group b beta hemolytic streptococcus. The patient also presented diarrhea upon admission. Treatment rendered at the hospital was 2 grams IV cefazolin and a transfer to 12 days of hemodialysis.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized. Upon follow up with the patient's nurse, it was reported that stated that the cause of the patient's hospitalization was peritonitis. The patient was admitted on (B)(6) 2018 and discharged on (B)(6) 2018. The patient's fluid was positive for group b beta hemolytic streptococcus. The patient also presented diarrhea upon admission. Treatment rendered at the hospital was 2 grams IV cefazolin and a transfer to 12 days of hemodialysis.

Manufacturer narrative:
Clinical evaluation: a temporal association exists between ccpd therapy with the liberty select cycler, fmc cassette and the patient¿s adverse event(s) of acute bacterial peritonitis and diarrhea which required hospitalization and the subsequent removal of the peritoneal dialysis catheter (not a fresenius product). During the hospitalization, the patient was transitioned to hd therapy (unknown products and treatment details). Based on the information available, the etiology for the patient¿s diarrhea is unknown, therefore causality cannot be determined. It is known that patients with esrd on pd therapy may develop gastrointestinal complications such as diarrhea.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized. Upon follow up with the patient's nurse, it was reported that stated that the cause of the patient's hospitalization was peritonitis. The patient was admitted on (B)(6) 2018 and discharged on (B)(6) 2018. The patient's fluid was positive for group b beta hemolytic streptococcus. The patient also presented diarrhea upon admission. Treatment rendered at the hospital was 2 grams IV cefazolin and a transfer to 12 days of hemodialysis.